Event description:
Amo received a report from a consumer stating that in 2006, after removing a 1 week old contact and using it the day after, he experienced "slight pain". He stopped using contacts, but the infection got worse. He was treated at the hospital under a corneal specialist. His left eye was diagnosed with acanthamoeba keratitis (ak). He was put on a high regime of drops, including phmb, followed by a corneal graft operation in 2007. The reporter completed a questionnaire in which he indicated that he replaces his lens case every 2-3 months and cleans it by wiping dry with tissue.

Manufacturer narrative:
In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as an MDR. The relationship, if any, of the device to the reported adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established. Batch record review and retain sample testing has been requested from the manufacturing site. Results pending.